Manufacturer narrative:
(B)(4). Review of the returned sample indicates that the needle hub was cracked.

Event description:
The customer reports the ars syringe was used and was not able to draw blood in the syringe.

Manufacturer narrative:
(B)(4). The customer returned one arrow-raulerson syringe (ars) and introducer needle for investigation. Visual examination of the introducer needle revealed two large cracks along the body of the luer hub. No damage was observed on the needle cannula. When the needle was placed on the ars syringe, the crack would widen , causing a gap. The needle hub was tested for leaks by attaching the returned syringe filled with water to the needle hub and depressing the plunger to expel the water. Water exited both the needle bevel and the crack in the needle hub. A device history record (DHR) review was performed with no relevant findings. The customer report of difficulty with aspiration was confirmed by visual inspection. Two large cracks were observed on the needle hub body. A DHR review was performed and did not reveal any manufacturing related issues. A CAPA was opened to further investigate this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports the ars syringe was used and was not able to draw blood in the syringe.